Manufacturer narrative:
H6: previously reported ime/annex e: e2403 code is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported seeing settings not available (59) on their controller. Caller stated this has happened about 3- 4 times since they got the implant, the first time maybe 4 months after implant and several other times and then now again today at 3 am. Caller stated they were having terrible pain (leg was hurting) so they grabbed the controller to attempt to increase stimulation and saw this message. Caller stated in the past they go to the office to have the issue fixed but right now they can not do that (due to looking after elderly family member). Caller is wondering if someone can come to their home to address this issue. Agent reviewed oor meaning, discussed ins should be charged (caller stated it was 100% last night and now its down to 60%). Caller stated they charge ins daily and stated their stim intensity settings are not that high. Agent offered to walk caller through trying another group, caller stated they have already tried other groups and they are not effective; one doesn't work on the left side and the other one "shocks them the devil". The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that they have an appointment with the healthcare provider on the 19th of june.

Event description:
Rep reported that high impedance on electrode 0. Programmed around impedance issue and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead select check showing red x at electrode 4 and 5. Impedance check showing value of 40000 and red x. Impedance check with different reference electrodes on both leads. Rep met with patient in office. Patient reported they received a message unable to provide desired stimulation the day prior. Upon connecting to ins, it showed the previous information. Device was reprogrammed not using these electrodes. Provider notified.

Manufacturer narrative:
Concomitant medical products: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type lead. Product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 09-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient meeting. Connection check shows red x on electrodes 765 and four. Impedance check shows red x on electrodes four and seven greater than 40,000. Reprogrammed patient. Patient on traditional programming. All painful areas covered by stimulation. Patient expresses satisfaction with stimulation coverage and pain relief. Physician updated.